Event description:
EKG documented no pacemaker activity - pacemaker generator inserted 10/5/92. Lead was implanted in 1977. At time of procedure (2/23/96), lead was found to have an exposed wire without insulation. This lead was capped, the generator explanted and replaced. New ventricular lead was implanted.